Event description:
The white plastic on the instrument was cracked. Still used during procedure. No delay to surgery. No ae to patient.

Manufacturer narrative:
The device associated with this report was not returned. It is unknown what the white plastic part of the instrument is being referred to in the complaint description. The vendor date code j0608 indicates the instrument was manufactured in june of 2008 and is 6 years old. The complaint is non-verifiable and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.